Event description:
Reporter alleged blood glucose measured 498 mg/dl 2 hrs after breakfast back to back with a result of 282 mg/dl performed 2 mins later. Customer stated retesting within another minute and obtained a reading of 212mg/dl. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.